Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection on 04/06/2017. The fse verified all the probe alignments including sample probe and primed the probes with no issues or leaks on the instrument. The dark counts were verified and are reading correctly. The quality control and vitd passed. The cause for the discordant vitamin d total result is unknown. The patient sample was not available for further testing and investigation. The customer was unable to perform a repeat comparison. The customer stated that post service, the vitd assay has been running with no issues. The customer accepted reagent lot lot 072 based on quality control recoveries obtained post service (data declined) and the service report. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A discordant advia centaur xpt vitamin d total (vitd) result was obtained on a patient sample during a lot to lot comparison. The lot comparison was between vitamin d reagent lot 071 and 072. The result for the patient sample was lower with lot 072. The result from reagent lot 071 was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d total discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00110 on april 27, 2017. 06/15/2017 additional information: siemens performed an investigation using three reagent readypacks from lot 072 and five patient samples were tested in replicates of two . All the quality control ranges were within the expected IFU ranges. The average patient bias observed using high end patient samples between reagent lots was approximately 6%. Siemens reviewed in house release data and although reagent lot 72 was slightly bias low, all the medical decision levels were within the acceptable limits. Lot 072 investigation results (ng/ml): sample 8019;: readypack ID: 50173; 50385; 50094. Replicate 1: 125.55; 138.07; 132.58. Replicate 2: 128.75 ; 136.36 ; 128.32. Mean : 127.15; 137.215; 130.45. Sd: 2.26; 1.21; 3.01. Cv: 1.78 ; 0.88; 2.31. Sample 7054: readypack ID: 50173; 50385; 50094. Replicate 1: 107.73 ; 116.09; 113.46. Replicate 2: 115.62 ; 114.84; 115.43 .mean: 111.675; 115.465; 114.45. Sd: 5.58; 0.88; 1.39. Cv: 5.00; 0.77; 1.22. Sample 7009: readypack ID: 50173; 50385; 50094. Replicate 1: 123.35; 128.71; 126.07. Replicate 2: 125.39; 123.23; 129.21. Mean: 124.37; 125.97; 127.64. Sd: 1.44 ; 3.87; 2.22. Cv: 1.16; 3.08; 1.74. Sample 6233: readypack ID: 50173 ; 50385; 50094. Replicate 1: 123.51; 132.63 ; 127.3. Replicate 2: 124.81; 132.1 ; 132.35. Mean: 124.16 ; 132.365 129.825. Sd: 0.92; 0.37 ; 3.57. Cv: 0.74; 0.28; 2.75. Sample 5353: readypack ID: 50173; 50385; 50094. Replicate 1: 120.78; 124.78; 121.88. Replicate 2: 117.01; 116.99; 121.05. Mean: 118.895; 120.885; 121.47. Sd: 2.67; 5.51; 0.59. Cv: 2.24; 4.56; 0.48. Siemens does not confirm a product problem with vitamin d total lot 072. The customer indicated they have accepted lot 072 and the vitamin d assay is running fine post field service. The cause for the discordant vitamin d total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.